Event description:
Date:2/12/92 cantor tube was being removed from patient when resistance was encountered. Efforts to remove the tube failed, the physician decided to cut the tube and allow aprox. 12 inches in the patient until an x-ray examination could be completed. The x-ray was scheduled for 2/13/92 and the reading physician found that the cantor tube balloon had ruptered and had deposited mercury in the intestinal lunen. The pittsburgh poison control center was notified and instructed to give the patient magcitrate and follow-up with a mercury blood level test. Removal of the 12" section of tubing will be schedule through the physician (asap)device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, mechanical tests performed, visual examination. Results of evaluation: telemetry failure, unanticipated, balloon, invalid data. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently, inserviced by other facility staff. The device was destroyed/disposed of.